Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This complaint is reportable. Correction to g3 of the initial medwatch. The aware date should be 27-aug-2020. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where the complaint was confirmed, a piece of pebax heat shrink, approximately 0.5 inches long has been torn from the distal end of the device. This segment was retrieved and returned to olympus. Inspection of the return pebax segment under magnification suggests the entire segment was retrieved and returned. There is no indication additional material remains in the pulmonary system. In addition to the tear, a hole was noted in the returned pebax segment. No additional abnormalities noted. The needle extended and retracted smoothly. The outer sheath, laser cut hypotube and handle are in good condition and free from damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during the inspection of the lung after punctures, endobronchial ultrasound bronchoscopy (ebus) procedure, a plastic part of the device was discovered. In addition, the reporter stated that a slight irregularity was observed when pushing the needle out of the device. The plastic part was recovered from the patient and will be sent for evaluation. There was no patient harm or injury reported due to the event. No user harm or injury reported.